Event description:
The event occurred in hong kong during treatment. It was reported that there was a sound coming from the cardiohelp or disposable when the rpm was increased. The getinge technician could not confirm a special sound coming from the cardiohelp or hls set used. Following patient data was shared: 46-year-old male with 80kg. Further there was an issue with the flow not working. Even when the rpm was increased the flow was not working. The hls set and cardiohelp device were replaced during treatment. No harm to any person has been reported. Additional information was received from the customer that the hls set was seated correctly and re-seating was tried. There was no visual damage on the hls set. The hls set was primed on (B)(6) 2026. The noise occurred, according to the customer, when the hls set was connected to the patient and when the set was disconnected from the machine and moved to the emergency drive. The cardiohelp will be investigated in complaint# (B)(4). As there was no flow generation possible during treatment and the hls set was replaced, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the (B)(6) market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.